Manufacturer narrative:
The initial report was filed without the required b5 statement. The statement should have been filed as: the manufacturer received information alleging the power did not turn on a bipap a40 system silver. The device was not in use on a patient at the time of the occurrence. The bipap a40 system silver was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that there was no error code indicating abnormalities recorded in drpt. The technician performed an inspection for the inside of the device and confirmed that there were no abnormalities. Additionally, during the service of the device, the overall checks, cleaning and a functional test were performed. The software version was checked. (3.6.5). Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. A correction report is being filed due to this complaint is not reportable to any regulatory agencies.